Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station did not display the number of insulin units required for the scheduled dose and nurse was unable to change the required amount. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station did not display the number of insulin units required for the scheduled dose and nurse was unable to change the required amount. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system failed to specify the number of insulin units for the scheduled dose. A technical support specialist (tss) accessed the server and logged into pes to investigate the reported issue. A review of the facility formulary settings confirmed that the "use dispense amount" option was enabled for medication identification (med ID) "insu100v15". The device settings for station were also verified, and the same option was found to be active. Further examination of the affected patient's order ID showed that the dispensed amount was set to 1 unit. The customer confirmed that the system permits users to manually enter the required number of units, thereby addressing the concern. The system functioned as intended after the technical support specialist troubleshot the issue of the device.